Event description:
During a presentation presented at the vascular leaders summit, it was noted that a pt with a de novo lesion rec'd cypher stent and developed a coronary artery aneurysm. No additional info is available.

Manufacturer narrative:
Please note: this ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a pt of unknown age, gender and medical history. The reason for the pt's admission to hosp was not reported; but an angiogram revealed a lesion in an unknown vessel that was described as de novo. No other vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the pt underwent a repeat angiogram that revealed a coronary artery aneurysm. The treatment of this event, if any was not reported. The product remains implanted in the pt and is thus not available for eval. In addition, a DHR review could not be performed since the lot number was not provided. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or manufacturing related.